Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional information is available at this time.